Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/flush drive support disk. The insulin pump received with missing end cap sticker. The insulin pump received with cracked case at lcd window corners and battery tube threads. The insulin pump received with scratched lcd window.

Event description:
It was reported that the insuln pump alarmed during the priming process. Insulin is also squirting out. The blood glucose reading is 250 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.